Manufacturer narrative:
The bipolar insert cev633-1a was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the evaluation was returned and the evaluation verified the complaint as valid. The coating of the wire is damaged, the metal part is visible. The device does not pass the electrical test. Some parts of the jaws are charred, the black ring is unstuck and the wires come out of the tube. Root cause - the device does not work because there is a short circuit due to damages on the coating. The damages of the device are due to the repetitive reprocessing of the device and an improper cleaning as the use of scouring pads on the coating. The instructions for use (IFU) instructs: "inspect components for any damage. If damage is observed, do not use the instrument until it is repaired." And "do not use abrasive cleaning products such as hard brushes, etc." No further investigation is required.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 2523190-2021-00138: it was reported that the coating (rubber) on the bipolar insert cev633-1a was damaged. The forceps was disassembled after and there was short circuitry. The device was not in contact with the patient; however, the event led to significant increase of surgery time. There was no patient injury.